Event description:
It was reported that the patient's generator and lead were explanted due to infection within 2 months after the patient had generator replacement. Reportedly the patient had fallen and the wound had opened up. The surgeon revised the wound but the patient came back with a (B)(6) infection, which resulted in the explant of the system. The patient was placed on 2 weeks of antibiotics. The patient has since been reported to be infection free. The manufacturer's device history records of the generator and lead were reviewed. Sterility of both products prior to release was verified. No further relevant information has been received.